Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of the femoral artery using a proglide device after an unspecified procedure. Reportedly, the device was received by an abbott vascular representative with a note stating "unknown failure" . There were no reported adverse patient effects. The site was contacted for additional procedure and device performance information; hemostasis was reported to be achieved using manual compression. No additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.